Manufacturer narrative:
Pt info: unk. PMA/510k: this product is not marketed in the us. Claim # (B)(4).

Event description:
The reporter indicated that a 13.2mm, vticmo13.2, -11.5/1.5/94 (sphere/cylinder/axis), implantable collamer lens was implanted into the patients left eye (os) on (B)(6) 2021. On (B)(6) 2021 the lens was exchanged for a shorter length lens due to excessive vault. This exchange resolved the problem.